Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient regarding patient's neurostimulator (ins) that was implanted for non-malignant pain and failed back surgery syndrome. It was reported that the ins was turned off. Patient was not using device because would "zap him too much". The zapping started almost immediately from implant. There was no patient programmer available. No troubleshooting was performed as patient was just not using the therapy due to the zapping. No further complications were reported/anticipated.